Event description:
The event is reported as: the tip came apart. The customer reports that they are not sure if the incident happened in 2009. The customer also reports that the product has been sitting in the (B)(6) warehouse. The product device was not used during treatment, per customer report. No patient injury reported or intervention reported.

Manufacturer narrative:
The results of the evaluation are not available at the time of this report.